Event description:
We received an allegation about questionable results for 35 patient samples tested with the creatinine assay on a cobas 8000 c702 module. The following are examples of discrepant results for 3 patient samples. Patient 1: initial result: 1.07 mg/dl. Repeat result: 0.82 mg/dl. Patient 2: initial result: 0.94 mg/dl. Repeat result: 0.69 mg/dl. Patient 3: initial result: 1.16 mg/dl. Repeat result: 0.87 mg/dl. The initial results did not match the patients' previous results, prompting the repeat of the samples. The repeat results were consistent with the patients' previous results. Reportedly, amended reports were issued for 2 patients. It is not known which patient reports were amended.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) checked the analyzer and verified pump instability. He performed a series of troubleshooting-related actions, including decontaminating the reagent probe flow path, replacing the main water pump and gear pump heads, and adjusting the cuvette washing station, reagent, and sample probes. Precision studies and qc were performed, and they were within specifications. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit.